Manufacturer narrative:
D11 concomitant product was added as it was inadvertently omitted from the previously submitted reports. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H11 the impella device was not returned, and the investigation has been completed. Investigation summary - patient-device interaction/minor bleed: the cause of the injury was not determined due to insufficient clinical details. Patient-device interaction/hemolysis: no logs were returned. The cause of the hemolysis was not determined since repositioning the pump resolved the hemolysis issue, but the cause of positioning issue is unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information: the device was explanted due to the hematoma. Bailout placement at a different swan was also placed in the same groin with multiple sticks. The patient is stable and recovering well. The pump has been discarded. Based on available information, the hemolysis event was attributed to suboptimal pump positioning during impella support and was resolved following device repositioning without evidence of intrinsic device malfunction. The access site bleeding and hematoma were associated with procedural factors, including multiple vascular access attempts and concomitant catheter placement. A 65-year-old male undergoing high-risk percutaneous coronary intervention (hrpci) with a pre-support clinical state consistent with scai shock stage a was supported with an impella cp device inserted via percutaneous right femoral arterial access on may 20, 2026 at 08:50. During impella support, hemolysis was identified based on the presence of blood-tinged urine. Imaging was performed, and although good pump position had not been confirmed at the time of hemolysis onset. The cardiologist repositioned the device to 3.7 cm, which resolved the hemolysis. The patient also developed a hematoma and access site bleeding at the right femoral/groin region, where both the impella cp and a swan-ganz catheter had been placed, reportedly involving multiple access attempts and bailout placement at an outside hospital. An estimated blood loss of 3 units was reported, and blood products were administered. Survival outcome remains to be determined as the patient was still on support at the time of reporting and follow-up is in progress. Based on available information, the hemolysis event was attributed to suboptimal pump positioning during impella support and was resolved following device repositioning without evidence of intrinsic device malfunction. The access site bleeding and hematoma were associated with procedural.

Manufacturer narrative:
Additional information has been provided in b5 and h6.

Event description:
Additional information provided on 22may2026, the impella cp was removed and patient is stable and recovering well post vascular surgery repair.

Manufacturer narrative:
Additional information was received and noted that the device repositioning did not resolve the hemolysis. Complaint coding was updated to better reflect the reported event. As a result h6 health effect-clinical/implant and medical device problem coding was updated.